Event description:
It was reported following placement of this esophageal stent, the pt's trachea closed off. Difficulty was encountered upon removal of the stent post deployment due to compression from the pt's lung tumor. The stent was removed and the pt was intubated. The pt's condition is stable. No further details are available regarding the circumstances surrounding this event. However, difficulty was encountered upon removal of the deployed stent due to the pt's tumor. Also, no malfunction of the device was reported. Therefore, the pt's condition appears to have been the contributing factor to this event and the co does not attribute it to the device.